Event description:
In 2008 the patient reported that on several occasions the infusion device does not alarm a2 (battery low) before alarming e2 (battery depleted). No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.